Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm and vibrator anomaly noted. The device was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, moisture damage on electronics assembly, minor scratches on display window, loose and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer jumped into the swimming pool and after checking her blood glucose and forgot her pump was even on her. The customer¿s blood glucose was 138 mg/dl. The customer states the insulin pump was exposed to fluid/moisture after jumping into the pool. Customer reports the pump was exposed to fluid in the past with no moisture visible in pump. Customer states she had battery out limit on pump and didn¿t run a self test. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.